Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 08/12/2021, it was reported by a arthrex employee via e-mail that an ar-4500, meniscal cinch, second implant failed as the suture was twined. This was discovered during use in a meniscus repair on (B)(6) 2021. The case was completed with a new ar-4500. Additional information provided 8/24/21: the implant was removed from the patient.

Manufacturer narrative:
The complaint is unable to be confirmed. One unpackaged ar-4500 (no batch indicator present) was received for investigation. Visual inspection identified that neither of the two peek implants, nor their associated suture constructs, were returned for analysis. As such, the allegation cannot be verified. It was noted that the first trocar had been bent proximal to the handle, indicating that prying/leveraging forces had been applied.